Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had fallen one month prior to the device interrogation. During the interrogation oversensing of noise and low out of range pacing impedance measurements were observed on the right ventricular (rv) lead. The low out of range pacing impedance measurements had triggered the lead safety switch (lss), which had changed the polarity of the lead from bipolar to unipolar. An x-ray image was taken and there was no visible damage to the lead. It appeared to be securely attached to the heart tissue. A revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded the same low out of range impedance measurements. The physician suspected the cause of the low impedance measurements and noise to be insulation damage as a result from the patient's fall. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.